Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigation confirmed, the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed, the clip could not be properly seated in the clip grips. There was no physical damage found on the grips nor cables on the distal end. The housing was removed from the back end, and no damage was found.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The large hem-o-lok clip applier instrument could not seal the clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the branches did not go all the way to close the clip completely. The instrument was checked prior to use. The hem-o-lok l clip was used. The vessel was not greater than 13 mm. The procedure was completed using a backup instrument.